Manufacturer narrative:
Sc-1132 (sn:(B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return.

Event description:
It was reported that the patient was no longer getting a sufficient relief. All components were explanted and the leads were discarded.

Manufacturer narrative:
Exact date unknown, event occurred on the day the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 19570455/19901175.

Event description:
It was reported that the patient was no longer getting a sufficient relief. All components were explanted and the leads were discarded.